Event description:
The patient was having right heart catheterization. The balloon system on the distal tip of swan-ganz catheter detached from the catheter upon removal from the body. The balloon remnants were presumed to be in the patient's body, however this was not the case, as it was not angiographically confirmed. Per CT angiogram of pulmonary tree, there was no indication of foreign body migration to the pulmonic system. The patient was discharged per physician's order and will follow up in physician's office. Note: after the procedure, the scrub technician noted that the balloon mechanism on the swan-ganz catheter was detached. The senior nurse manager inspected the catheter and the sheath system and found no remnant of balloon material. Physician was notified. Angiogram was completed and patient notified why angiogram was being done. The CT did not note any foreign body or obstruction. It is possible the balloon dislodgement occurred after it was removed from the body and just prior to inspection of the device. Nurse manager pulled all catheters with the same lot number off the shelves.